Event description:
The customer was hospitalized for low blood glucose levels. Troubleshooting revealed that the customer was changing his infusion set and he accidentally primed over fifty units of insulin into his body. The basal rates were programmed correctly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.